Manufacturer narrative:
Concomitant products: product ID: neu_recharger_acc, product type: recharger. (B)(4).

Event description:
Additional information was received from the manufacturing representative (rep) indicating that the patient is still complaining about the inability to maintain good coupling during recharging cycles. It was noted that the patient¿s recharger serial number was an old charging system. The manufacturing representative used their charger, and was able to easily couple with the patient¿s device and start recharging. The rep confirmed knowledge of icons, efficiency squares, and proper charging protocol with the patient. The patient stated they requested a new antenna for their recharger from patient services, but no call record was found. It was also noted that the patient received a random charging system from another manufacturing representative, in order to obtain another recharging belt. The rep believed that the patient may have tampered with the charging equipment. The rep stated that they are concerned that the patient¿s most recent recharger is faulty. It was noted that a complete charging system was requested to be sent to the patient. The rep will continue to follow up with the patient, as soon as they receive their new charging system. In addition, the rep mentioned that while the ins battery is slightly oblique in the patient¿s pocket, it is preferred that a pocket revision should not be pursued as the patient is morbidly obese. The patient will need to have a cardiology consult prior to proceeding with any pocket revision.

Event description:
The patient reported via a manufacturer representative (rep) that they were unable to charge the battery because of how it was positioned in the pocket. The patient had difficulty placing the recharging "wand" over the battery and it lying flat for the duration of the charging session. The patient was now unable to charge the battery and was unable to return to the clinic for a "charge intervention." The plan was to intervene with a "trickle charge" as soon as possible. No patient symptoms were reported. The implantable neurostimulator (ins) was indicated for spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) on august 30 2016, stating that the patient had a follow-up appointment for (B)(6) 2016. Multiple calls were attempted with messages left. On september 11 2016 the rep stated that there was no overdischarge detected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative on (B)(6) 2016 reported that the pocket revision had not been done at present due to the need of a cardiology evaluation. A new charger was sent to the patient, received, on 2016-11-14, and the patient was able to charge without a problem. It was unknown as of (B)(6) 2016 if a pocket revision would in fact be performed due to the need for cardiology clearance. According to the patient, they had gained (B)(6). In 16 months which had caused difficulty for them to easily reach to place the charger antenna over the implant. Due to poor wound healing with the last replacement, scarring caused the pocket to scar internally and caused an oblique nature of the battery. It was reported that the intent was to attempt to not have surgery to correct this. It was felt that with the new charger the pocket revision may be avoided. It was reported that the manufacturer representative would follow-up when a decision had been made.

Event description:
Additional information was received from a patient representative (pt rep) on (B)(6) 2023 . The pt rep mentioned the patient had a previous spinal cord stimulator that was replaced in 2017 because the patient was having issue charging the ins and found out that the surgeon who had performed the implant surgery did not use the suture holes in the ins connector block to suture the ins into the pt's body and the ins was free floating in the pocket.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37791, serial# unknown, product type: recharger.

Event description:
Additional information was received from a manufacturer representative on 2016-11-11 reporting that the patient stated they ordered a new implantable neurostimulator recharger (insr) antenna but never received it. Additional information from the manufacturer representative on the same reported that the patient had a normal battery replacement on (B)(6) 2016 and then a wrong, incompatible insr was given to the patient. There was a communication break and the patient never received a correct insr. After the patient received a new insr the patient was having issues getting coupling bars but now the patient was able to charge the implant. Currently the patient was at a quarter charge but will continue charging. The patient was going to be getting a new antenna. A new recharger was also requested due to the poor coupling. The patient was scheduled for a pocket revision but it was now rescheduled. As previously reported in the previous supplemental that the manufacturer representative stated on 2016-11-13 that it was preferred that a pocket revision is not pursued and that they needed to have a cardiologist consultation performed prior to proceeding because the patient had mi (myocardial infarction). The most recent information is that the patient needed to see a cardiologist.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer representative. It was reported that the patient insisted on having a pocket revision performed even though he was able to effectively couple and recharge the implantable neurostimulator (ins) battery. He had a complaint of ¿difficulty in simply placing the belt and recharging.¿ he was provided a new recharger and solutions for his charging burden were discussed. It was suggested that the patient contact the pain management clinic to discuss the next option. The patient later reported having a bad recharger and a bad pocket. Due to his inability to recharge it, the battery was dead 10 months after implant and he was unable to sync it to the recharger or controller. The patient returned to the clinic on (B)(6) 2016 for prescription refills and to discuss the stimulator pocket and to follow up with cardiology. He wasn¿t able to charge easily; a manufacturer representative offered to get a recharger to check the integrity of the charge ability, but the patient refused. The patient was unable to use the abdominal binder as recommended by his doctor. He was non-compliant with charging and planned to check on it after the first of the year.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.